Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused stage 4 metastatic lung cancer. The patient did report to receive medical intervention and received chemotherapy and immunotherapy since (B)(6) 2022. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.